Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a single discrepant result during a correlation study while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was previously confirmed negative on an unknown platform. The sample was frozen between testing for an unknown period of time and then retested on the cobas liat as part of a correlation study. The repeated sample generated a positive sars-cov-2 and influenza b result. No harm was alleged as no patient was involved in this study. The customer is unable to provide any sample run data. Given the limited available information, and investigation has been initiated and is ongoing.

Manufacturer narrative:
A customer from the united states alleged a single discrepant result during a correlation study while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. A known negative sample tested positive on the cobas liat. The customer is unable to provide any sample run data. Given the limited available information, and investigation has been initiated and is ongoing. (B)(4)

Manufacturer narrative:
An investigation was performed and the allegation was not observed. At this time no product problem was identified and the allegation could most likely be due to sample storage or contamination. According to the method sheet, due to the high sensitivity of the assays run on the cobas® liat® analyzer, contamination of the work area with previous positive samples may cause false positive results. The customer is to handle samples according to standard laboratory practices and clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the cobas® liat® system user guide (if software version 3.2, refer to operator¿s manual). Gloves must be changed between handling samples and cobas® sars-cov-2 & influenza a/b assay tube, cobas® sars-cov-2 quality control kit to avoid contamination of reagent. (B)(4).